Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 5/13/98).

Event description:
The iab was inserted into the pt on 4/3/98 at 6:45 am. On 4/3/98 at 2:30 pm the iab leaked and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for eval. [Event complications]: unk-reported 4/8/98. [Pt's current status]: expired 4/5-rpt'd 4/24.